Event description:
Dialysis clinic alleged they have over 10 pts with severe rashes. According to the facility administrator, the rash resembles the tape / adhesive print of the adhesive strip with the exception of the gauze area. Additional info has not been provided by the clinic.